Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Workstation boards, fuses, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.